Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. It was noted that the pump emitted a random occlusion alarm when there was no cartridge in or infusion site attached. Complaint. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-nov-2019 with the following findings: a review of the pump alarm history showed multiple occlusion alarms occurred. There was no data in the black box from time of event due to continued use of the pump. During investigation, the rewind, load and prime steps were performed successfully with no alarms. The force sensor calibration was found to be within required specification. The pump was exercised for 12 hours and no occlusions occurred during testing. The complaint of a frequent occlusion issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.